Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple inaccurate fill estimates. Reportedly, the cartridge was filled with 100 to 150 units. The customer's blood glucose was approximately 140 mg/dl. The customer declined further assistance.